Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow up identified the patient had her scs ipg replaced with a new one. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg no longer communicates with the patient controller as well as the clinician programmer. Troubleshooting was unable to resolve the issue and it was determined the patient's scs ipg was inoperable.